Event description:
It was reported that a vns pt had an increase in seizures with four drop attacks in one day. The pt also had 17 drop attacks and 34 small seizures on june 13th. It is unclear when the four drop attack seizures occurred. The clinic notes received that reported this info indicated the pt would be referred for revision surgery due to suspected end of service.